Manufacturer narrative:
2/19/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lavh procedure. Reportedly, staples did not form properly and bleeding occurred. The surgeon experienced difficulty closing the jaws of the instrument prior to firing. The same stapler was used subsequently with two disposable loading units with no further difficulty. The surgeon applied another device and resected the tissue at the application site to correct this condition. The hospital has reported the pt's status as satisfactory.